Manufacturer narrative:
Lumenis contacted the user facility to request additional information;. According to the information the system displayed errors 216, 266, 163 and the laser could no longer be used. The procedure was subsequently cancelled and the patient was awakened from anesthesia. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition. According to the user request, the service for the system was canceled. No reason provided. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 06-dec-2018 and installed at the customers (B)(6) 2019. A review of system risk files ((B)(4)) revealed risk #(B)(4); system failure which have the potential to lead to ineffective treatment which may require prolonged procedure -or- re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case, the patient was awakened from anesthesia & the procedure was subsequently cancelled. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. Lumenis has been unable to obtain additional information to date regarding the circumstances surrounding this event and the service for the system was canceled by the user; due to a lack of additional information, the cause of the event could not be established. Lumenis is closing this complaint but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a stone lithotripsy procedure in which a lumenis pulse 120h laser was being utilized, the display presented errors 216, 266, 163 and the laser could no longer be used. The procedure was subsequently cancelled and the patient was awakened from anesthesia. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.